Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was also received; however, it is in another language. It was also noted that the device is unavailable for evaluation. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to "dehiscence of sutures on posterior side." No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
In 2009, patient reported she had an elevated blood glucose this morning. She stated she received a no delivery/occlusion alarm on her infusion device this morning which she believes is directly related to the headset that was in use and caused her elevated blood glucose. Patient reported she changed her infusion site yesterday. Patient reported this morning before going to bed her blood glucose was 166 mg/dl. And she bolused 0.2 units of insulin. She stated she did not eat anything. Patient reported when she got up this morning she noticed there was a "no delivery" alarm on her infusion device and her blood glucose was 339 mg/dl. She stated she attempted to bolus and it did not work. Patient reported she disconnected from her site and insulin did drip out from the infusion tubing so she then changed her site again using a different area of her abdomen and reconnected tubing to site. She stated she programmed a bolus of 7.4 units of insulin to treat her high blood glucose and the insulin was successfully delivered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Patient reported she discarded the headset; no product return was requested.